Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 2 states, "early or late postoperative infection and allergic reaction." Review of sterilization certification confirms device was sterilized in accordance with iso 11137-2.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
As part of a retrospective clinical study, a patient was identified who underwent a right femoral resurfacing procedure on (B)(6) 2009. During post-operative monitoring, a superficial infection was noted on (B)(6) 2009. The infection did not go below the fascia. These findings were found due to follow up monitoring, there were no symptoms reported by the patient. Subsequently, patient underwent an irrigation and debridement procedure on (B)(6) 2009.

Manufacturer narrative:
Event description ¿ patient was not enrolled in a clinical study. A retrospective clinical review identified the patient¿s event.

Event description:
As part of a retrospective clinical study, a patient was identified who underwent a right femoral resurfacing procedure on (B)(6) 2009. During post-operative monitoring, superficial infection was noted on (B)(6) 2009. These findings were found due to follow up monitoring, there were no symptoms reported by the patient. There has been no reported revision procedure to date.

Event description:
It was reported that patient enrolled in a clinical study underwent a right femoral resurfacing procedure on (B)(6) 2009. During post-operative monitoring, superficial infection was noted on (B)(6) 2009. These findings were found due to follow up monitoring, there were no symptoms reported by the patient. There has been no reported revision procedure to date.